Event description:
It was reported the programmer displayed an error code after start. It was also reported the rf (radio frequency) head cannot work. The programmer and rf head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; the programmer displayed an error code. Analysis also found the programmer has noisy fan and the latch on the media bay cover is missing. (B)(4).